Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; underweight, curved opening on radius and creases fold. A visual and microscopic analysis was performed which identified; two creases sharp opening, striated curved opening on anterior, stress marks and wear abrasion. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. Two opening crease sharp on anterior and radius assessed as fold flaw opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.